Event description:
Report rec'd of air in line alarm resulting in delay of dopamine therapy. It was reported that dopamine was to be initiated on a hemodynamically unstable pt. Initiation of the dopamine therapy was delayed (for an unspecified length of time) due to air in line alarms. The air was described as "gingerale type bubbles" in the cassette. The tubing and the pump were changed before the dopamine infusion was begun. The pt did not experience any adverse effects. Additional information was requested but was not available.